Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection revealed excessive contamination on multiple assemblies including the main board, expulsor assembly, and downstream occlusion (dso) sensor assembly. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing verified the customer reported issue of the black screen. The expulsor assembly, dso assembly and main board were all replaced.

Event description:
Visual inspection of the returned device revealed excessive contamination on multiple assemblies including the main board, expulsor assembly, and downstream occlusion (dso) sensor assembly. There was unknown patient involvement.